Event description:
It was reported that the ¿black sheaths are too short¿. There was no reported patient impact. Analysis found that the integrity of their insulation is compromised.

Manufacturer narrative:
(B)(4): tube cev649-5b dia 5mm 310mm, lot 131209 manufactured december 2013. (B)(4): product evaluation: analysis for cev649-5b, lot 120715, found that the tube had its proximal parts unscrewed. The integrity of the electrical insulation is compromised but the damages are easily observable, the risk for the patient is limited. Numerous impacts are observable on the tube. Electrical tests failed. Analysis for cev649-5b, lot 131209, found that the tube has a damaged sheath and is bent. The integrity of the electrical insulation is compromised but the damages are easily observable, the risk for the patient is limited. Numerous impacts are observable on the tube. No material or manufacturing defect was found. Electrical tests failed. (B)(4).